Manufacturer narrative:
Device 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that a week before this report, he had a blockage and his stoma enlarged from 19mm to 25mm. This caused bleeding and a laceration of 2-3mm on the stoma. He applied silver powder to the area which he had on hand from a previous issue. Thereafter, on (B)(6) 2020, he went into the hospital for the blockage and was put on intravenous hydration. The appliance was removed and there was a small amount of bleeding. After 12 hours, he started to have liquid output. He also got an x-ray and computerized tomography (CT) scan done. He had only used the moldable convex product twice. The first one lasted 14 days and the latest one lasted 10 days. He had been using flat moldable wafer with same sized opening 13-22mm in the past and had no issues. At the time of this report, he was only getting mucous discharge and gas via the stoma. The end user was in hospital for 2 days for a blockage but not for the treatment of the laceration. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Batch record review: lot 9l01750 was manufactured on 11/16/2019, convex 2 pc (ost) manufacturing line. With a total of (B)(4). Complaint investigator ID (B)(4) performed a batch record review on 05/apr/2021, description natura wfr moldable cvx 13/45mm (1x10)us, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1156500 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. Photos were received for complaint (B)(4) but the condition could not be confirmed through the pictures provided. No pictures were received for the rest of the complaints and per customer description there is no product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.